Event description:
It was reported that a user applied a freestyle libre 3 plus sensor and did not see blood glucose readings for an extended timeframe until prompted to rescan, after which pairing had previously failed but was resolved through troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact reported, with no alerts or alarms and no hospitalization. User support included guidance on rescanning and pairing procedures. Investigation of this case revealed a transient pairing failure that resolved with standard troubleshooting, with no device component damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues leading to a temporary pairing failure.

Manufacturer narrative:
Initial.